Manufacturer narrative:
The unit was not returned for evaluation due to patient contact. Now microtip units that have had patient contact are sent to lso for disinfection before arriving at tenex for evaluation. An assignable cause for the unit failure cannot be verified. Insufficient information for a complete investigation. The DHR for lot 05113-01 was reviewed and showed that the units met manufacturing specifications before released and there were no issues related to the complaint. (B)(4).

Event description:
Handpiece lost cutting power in the beginning of the procedure. All trouble shooting attempts failed. Needed to use another kit.